Event description:
Boston scientific crm received information from the patient's spouse that this lead was explanted due to a patient staph infection, which the spouse alleged was associated with the patient's device.

Manufacturer narrative:
This report will be updated if additional information is received.